Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s leads migrated. As such, the patient experienced ineffective therapy and pain in the chest during reprogramming. In turn, surgical intervention took place on (B)(6) 2026 wherein the physician was able reposition on of the leads. However, the physician was unable to reposition the other lead. Therefore, the physician opted to leave the lead coiled at the anchor site. Surgical intervention may take place to address the second lead. Reportedly, patient has partial coverage post op.

Manufacturer narrative:
Date of implant was inadvertently excluded in the initial report. The information has been updated in this report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.